Event description:
It was reported that during surgery, she noted that the surgeon appeared to have problems with the distal locking of the target device. It was very difficult to adjust. Nevertheless the surgery was completed with this device.

Manufacturer narrative:
Additional info has been requested and if received, will be submitted on a supplemental report.